Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: granuloma.

Event description:
Patient through regulatory agency reported "rupture". Later, healthcare professional through regulatory agency reported "rupture" and "pseudosynovial metaplasia associated with foreign body granuloma (maybe silicone granuloma)". This record is for the left side. Device was explanted.

Event description:
Patient through regulatory agency reported "rupture". This record is for an unknown side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.